Manufacturer narrative:
As part of normal complaint f/u, an eval of the event is being conducted at mako surgical. A supplemental report will be filed when add'l results are obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, the straight broach handle broke with a piece falling into the pt wound. The piece was retrieved and the surgical outcome was successful with no known harm to the pt.